Event description:
It was reported that the air gas pressure dropped from 50 to 0 psi during ventilation of a pt. Which indicates that no air was being supplied. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).